Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise. Range of motion exercises were performed, but the noise could not be reproduced. Programming changes were made and the patient was stable.